Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the deployed clip was deformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/8/2021 d4: batch # u95d9e h6: component code: mechanical (g04) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, a malformed clip was received inside a plastic bag. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly, the advancer was confirmed to be bent and six clips were found inside clip track. A bent advancer could cause clip malformation. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.